Event description:
The physician reported during a procedure,. Severe resistance was felt when the quidewire was inserted into the catheter. As a result, the guidewire could not be advanced. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
Boston scientific conducted a review of the device history record (DHR) on this batch and no issues or discrepancies were found. This device met all required specifications. The device in question was returned to boston scientific for investigation. Although the guidewre associated with this event was not. Another similar guidewire was used to perform a functional check of the device. The guidewire stopped about 3.5cm below the strain relief. The catheter was cut a 3.5cm below the strain relief and it was found to be blocked with appeared to be white foreign material. The foreign material was removed. The foreign material found in the catheter was sent out for fourier transform infrared (ftir) spectroscopy analysis. The fibrous foreign material was identified to be cellulose. The soure of the identified material is not known, although it is commonly found on paper, cotton, rayon, cardboard, and wood. Boston scientific concluded the celllose caused the severe friction felt by the physician. However, boston scientific was unable to determine how the cellulose entered the catheter.